Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ es servers were in critical override for over 48 hours. The customer stated that this malfunction caused a delay in dispensing the medication. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction : this supplemental MDR has been filed as a correction, as the device associated with MFR no. 2016493-2025-95317 as the sn (B)(6) was linked to a duplicate case. The reported event and the suspect device were already captured in MFR no. 2016493-2025-92855 as the sn (B)(6).

Event description:
It was reported when using the bd pyxis¿ es server, it was in critical override. The customer reported that the malfunction caused a delay in dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.